Event description:
It was reported that after completion of a left transcarotid artery revascularization (tcar) procedure in which enroute transcarotid neuroprotection system (nps) and transcarotid stent system (sds) were used along with a third party device, shockwave, the patient experienced a stroke and had difficulty waking up. Imaging revealed a small area of embolism and aspiration was performed to remove the emboli. Additional information received indicated that the patient was hemiplegic and it is currently unknown if the symptoms have completely resolved. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Silk road medical will continue to monitor for occurrences of similar events. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.